Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the instrument tracker had recognition failure. Navigation was aborted and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.

Manufacturer narrative:
The patient tracker was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned tracker was recognized and tracked without issue. No problem found. If information is provided in the future, a supplemental report will be issued.